Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip of the vasoview hemopro broke during the dissection process. The detached part was retrieved from the pt's leg. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed.